Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. The customer's blood glucose level was 290 mg/dl. The customer administered a manual injection via insulin pen. Multiple attempts were made to complete troubleshooting with the customer, however no response was received.